Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('gene abnorm bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problems"), migraine ("migraine"), headache ("headache"), nausea ("nausea") and psychological trauma ("psych injury") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, back pain, female sexual dysfunction, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, tooth disorder, hormone level abnormal, migraine, headache, nausea and psychological trauma outcome was unknown. The reporter considered back pain, bladder disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: patient need for additional surgery she received treatment for gene abnorm bleed, back pain, apareunia, she received treatment for bladder problems, urinary problems, vaginal discharge, , fatigue, nausea, dental problems, hormonal changes, migraine, headache, psych injury: unknown. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: events gene abnorm bleed, plaintiff did not undergo confirmation test, back pain, apareunia, bladder problems, urinary problems, vaginal discharge, fatigue, nausea, dental problems, hormonal changes, migraine, headache, psych injury were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.